Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips of the er420 spit out. The clips did not fall into the patient. The case was completed by using another instrument. There was no patient consequence.